Manufacturer narrative:
(B)(4). The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The high voltage module was replaced as a precaution. The device was recertified and returned to the customer. The clinical data was not available for review as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib disabled" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.